Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effects. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effects of angina, dyspnea and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, are known patient effects that may be associated with the use of the device. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014 the 3.5x18 xience xpedition stent was implanted in the 90% stenosis in the proximal left anterior descending coronary artery (lad). The subject was admitted to the hospital on (B)(6) 2016 with chest discomfort, dizziness, and shortness of breath with mild activity. A 3.5x20 non-abbott stent was implanted in the mid lad on (B)(6) 2016. There was no in-stent restenosis in the 3.5x18 xience, but it is unknown if the mid lad lesion is within 5 mm of the index stent. The condition resolved and the patient was discharged from the hospital on (B)(6) 2016. No additional information.